Event description:
It was reported that during the procedure, this right ventricular (rv) lead was placed in the left bundle branch (lbb) area. Despite several attempts, successful positioning in the lbb area was not achieved. The physician withdrew the lead and discovered tissue stuck in the tip/helix, which was also deformed. Threshold parameters at various locations were suboptimal, and the lead was prone to dislodgement. Consequently, the physician decided to replace the lead with a new one, using an sspc sheath for insertion. The first position was appropriate, with normal thresholds. The procedure was completed successfully, and no adverse effects on the patient were reported. The lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Deformed coils were noted in the neck region and the helix mechanism was stretched out. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead was placed in the left bundle branch (lbb) area. Despite several attempts, successful positioning in the lbb area was not achieved. The physician withdrew the lead and discovered tissue stuck in the tip/helix, which was also deformed. Threshold parameters at various locations were suboptimal, and the lead was prone to dislodgement. Consequently, the physician decided to replace the lead with a new one, using an sspc sheath for insertion. The first position was appropriate, with normal thresholds. The procedure was completed successfully, and no adverse effects on the patient were reported. The lead is expected to be returned. This lead was received for product investigation. This supplemental report includes device technical analysis.